Event description:
It was reported that pump declared alarm 20 while pumping and customer declined to share whether blood glucose exceeded stated level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for putting pump into storage mode before return, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.